Event description:
The client immobilized and inflated a victim in a seating position during 5 hours at 50mmhg. When the trauma trouser were taken off, the doctor could see that the victim was partly paralyzed.